Event description:
During the af procedure, when attempting to insert the viewflex catheter, it was noted that the tip was fractured. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. No other visual anomalies were noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.